Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000469 tank kit kit svc o2 bi71000542 oil and washer kit svc bi71000273 slides door cable svc o2 bi71000576r starter upgd kit rfb svc o2 bi71000230r pcba gnrtr bstr rfb kit svc bi71000416 cblasy gantry cbl chn h3) onsite functional and visual examination was performed by a manufacturer representative. After diagnosis hv tank and cable chain were deemed bad. They were replace and the machine was up and running. Replaced door cable guides while inside of the gantry. The system passed a system checkout and was returned to an operational condition. B01 c02 d02 apply. H3) no parts have been returned for analysis. B17 c20 d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that while in procedure, the system would begin to perform a 3d spin, but will abort the scan. The site attempted to switch from the handswitch to the foot pedal as well as restarting the software. There was no error message present. They powered off the system and removed from wall power for 3 minutes. After power the system on the issue reoccurred. Medtronic imaging was aborted. There was a delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
H3/h6 - evaluation of the returned tank bi71000469 lot# t181009 rev. E found a crack on the anode catheter, however, the component passed bench testing. Codes b01, c02, d02 apply. Evaluation of the returned starter board bi71000576r lot# s2239iqr rev. C found no failure. Codes b01, c19, d14 apply. Evaluation of the returned gantry chain assembly bi71000416 lot# 190103811 rev. G found a cut in the cable jacket, however the component passed bench testing. Codes b01, c07, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.